Event description:
Following deployment of the embolic coil, two loops of the coil were in the aneurysm and the remainder within the microcatheter. The physician continued to reposition the coil and noticed the coil had detached. The delivery pusher was removed. The coil with the microcatheter was retrieved using an aligator device. An additional device was deployed following retrieval. There was no harm reported to the pt.

Manufacturer narrative:
Sample analysis: the device was returned for eval in 2008. The device was visually analyzed using magnification. The implant was returned detached from the delivery pusher. The attachment monofilament that acts as a tether to connect the implant to the pusher was broken. This break had the appearance of being stretched. The microcatheter was not included for eval. Root cause analysis: the root cause cannot be determined. However, the attachment tether showed evidence that it was exposed to a pull force greater that its tensile spec. This can occur if the implant repositioning time was exceeded and the user attempted to retract the implant into the microcatheter, or if microcatheter damage prevented proper implant retraction. It is unk if there was damage to the catheter that may have prohibited implant retraction as it was not available for analysis.